Event description:
The report we rec'd from our affiliate indicated that during a pta to the fibular artery, the balloon ruptured during dilatation. There was no info regarding the pressure at which the balloon burst. A second balloon catheter was used to complete the procedure successfully. There was no adverse consequence to the pt. As per the reporting affiliate, no add'l pt or procedural info is available.

Manufacturer narrative:
During a percutaneous transluminal angioplasty to the fibula artery the balloon was reported to have ruptured. There was no reported pt injury. No add'l pt, lesion/vessel or procedural info is available. Mfg records for the lot involved were reviewed and results indicate that product met quality requirements for product acceptance. The balloon burst pressure tests were found to be pass. With the info available and without the return of the product, it is not possible to determine the relationship between the device and the reported event.